Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. It was reported that during a vats wedge procedure, it was reported by the contact that the linear cutter clamped down on a lung wedge when articulated with a green load. The device would not release tissue or articulate back to being straightened, while clamped on the patient. Called emergency nurse and walked through steps with nurse, and doctor. Tried various steps as suggested by emergency nurse was unsuccessful. The doctor opened another like device stapler and with black reload and it locked up. Called sales rep was able to open one of the staplers. Had to open three like devices linear cutter and take a bigger resection margin. Additional time of twenty minutes was added to case. After getting wedge out had to physically articulate head back to straighten position, then was able to get device to unlock and release specimen. A third like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that while performing a procedure, the physician was unable to remove the device from tissue. The jaws would not return to a straight position and remained articulated. The physician was unable to press the release button with the closing trigger plastic to plastic and disengage the jaws. The physician made several attempts. The device had not yet been fired. This would have been the first firing with an ecr60g cartridge in place. The physician was going to proceed to remove the device in another fashion at his medical discretion. There were no patient consequences reported at this time.

Manufacturer narrative:
(B)(4) date sent: 11/9/2016. Batch # (B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/2016. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.